Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the stimulation shutting off was unknown. The patient said the controller wasn't being worn or carried and it was sitting on the counter. The patient noted they exchanged it for a new controller. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's stimulation was turning itself off. They stated that they had been working with the rep who would like to have the controller replaced. They were in the other room, no where near the controller at the time and when he verified the controller showed 'stim off' and the ins was showing at 80% battery level. It occurred intermittently. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that new controller shut itself off once while the patient was driving on the freeway with the controller on the seat next to them. The patient restarted the controller by removing and replacing the battery pack and their healthcare provider did some reprogramming. No symptoms or complications were reported.